Event description:
On the (B)(6) 2025, we received a complaint from the field in australia (see cpt-3755 folder) reporting screws loosening and mild metallosis. The first surgery happenend on the (B)(6) 2024. The reintervention happenend on the (B)(6) 2025. All set screws and rod on right side were removed and all screws inspected for possible loosening. T4/t5/l3 were loose and replaced with everest polyaxial screws. Mild metallosis was noted on explant. We report this case to FDA because these screws are merketed on the us.

Manufacturer narrative:
Despite multiple requests, we have not received the implants, nor have we been provided with any photographs documenting the reported defect. Additionally, we submitted several questions and requested x-rays, but received no clear responses or supporting images. As a result, we are unable to conduct a thorough investigation or determine the root cause of the issue. Therefore, we cannot confirm this complaint.

Event description:
On the 02 apr 2025, we received a complaint from the field in (B)(6) reporting screws loosening and mild metallosis. The first surgery happened on (B)(6) 2024. The reintervention happened on (B)(6) 2025. All set screws and rod on right side were removed and all screws inspected for possible loosening. T4/t5/l3 were loose and replaced with everest polyaxial screws. Mild metallosis was noted on explant. We report this case to FDA because these screws are merketed on the us.